Event description:
It was reported that a dissection occurred. The target lesion was located in the mid left anterior descending artery (lad). Following pre-dilation with a 2.0 non compliant balloon, the 2.5 x 28 synergy stent was deployed. The proximal edge of the stent caused a flow limiting dissection which was sealed with another stent. The patient was stable post procedure and fully recovered.

Manufacturer narrative:
B5: describe event or problem: corrected the synergy stent size from 2.5 x 28 to 2.5 x 38.

Event description:
It was reported that a dissection occurred. The target lesion was located in the mid left anterior descending artery (lad). Following pre-dilation with a 2.0 non compliant balloon, the 2.5 x 28 synergy stent was deployed. The proximal edge of the stent caused a flow limiting dissection which was sealed with another stent. The patient was stable post procedure and fully recovered. The stent size was incorrectly reported as 2.5 x 28 when the size should have been 2.5 x 38.